Event description:
The sales representative reported that the surgeon perforated the uterus and the bowel with the device during a gynecological procedure. The surgeon performed multiple dilatation and curettage's during the procedure. The surgeon did not know what caused the perforation and performed a coloscopy and a subsequent colotomy on the patient.